Event description:
I had a treatment with the cutera nd:yag laser on (B)(6), 2023, by dr. (B)(6) of (B)(6) plastic surgery. He treated a vein on the side of my mouth and went over the area twice. Before I left, the area had formed a sizable blister. I kept a band-aid on the blister for a few days. Once the blister had gone away, I was left with a depressed scar that still has not healed.